Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The device was previously removed due to unknown reason. The patient was reimplanted in a further surgery with a new aus system consisting of a 3.5 cm cuff, a control pump and 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus device was removed due to the patient still had urinary incontinence. There were no defects with the device. There were no further adverse effects.